Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. No changes or interventions were reported. The patient was in stable condition.

Event description:
It was reported that the right-ventricular (rv) lead exhibited oversensing of noise again. No resolution was performed. The patient condition was stable.

Event description:
Additional information received noted that as a resolution the right-ventricular (rv) lead was capped and replaced on (B)(6) 2025. The patient condition was stable.